Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced backup battery fault alarms on (B)(6) 2025. The system controller and the emergency backup battery were exchanged.

Event description:
The alarms on (B)(6) 2025 persisted for many hours despite self tests. The alarms on (B)(6) 2025 cleared after multiple self tests. Log files were sent for review and showed intermittent backup battery faults due to failing the load test.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event dates of 14may2025 ¿ 23may2025 was reviewed. On (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. Each time, the alarm briefly resolved but reactivated when the backup battery again did not pass its load test. The alarms on (B)(6) 2025 resolved when the backup battery passed its load test. The alarms did not appear to prevent the system controller from supporting the system as intended while the driveline was connected. The driveline was disconnected on (B)(6) 2025 at 15:39, and the system controller was shut down, consistent with the reported system controller exchange. No other notable events were observed in the data reviewed. The system controller and backup battery returned for analysis. The system controller passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. Provided information indicated that the alarm resolved with a controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.